Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported of damaged lenses. Additional information was requested, but no further information is available. There are three medical device reports associated with this report. This is 1 of 3.